Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented for pulse generator replacement. During the procedure, it was discovered that the right ventricular lead had an insulation break with conductor exposure. It was noted that during (B)(6) 2018 device interrogation all lead parameters were normal and no signs of insulation break were observed. The lead was capped and replaced during the same procedure on (B)(6) 2018 without complications. The patient was discharged the following day.